Manufacturer narrative:
(Device evaluated by MFR): pending evaluation. Concomitant medical products: 320-46-00 ,2545420 - equinoxe reverse 46mm humeral liner +0, 320-20-00, 2837137 - eq reverse torque defining screw kit, 320-10-00, 2851073 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, approximately 5 mos. Postop the initial implant, a (B)(6) y/o male with a ¿larger frame¿ came to the or with his right shoulder dislocated. After opening the shoulder, it was identified that the poly liner was disassociated from the humeral tray. After trailing, the surgeon chose to implant the same sized components that were removed. Devices will not be returned. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the dislocation and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and the result of loosened supporting ligaments and muscles, which allowed for dislocation occurring due to the significant ligament reconstruction.